Event description:
During a radiofrequency ablation procedure of the l2-5 medial branches using a neurotherm grounding pad, a pt burn occurred. It was noted that the pt was diaphoretic and treated with multiple rounds of anesthesia at the site of the procedure. At the conclusion of the procedure, the ground pad was removed and the burn witnessed. The pt was treated with ice, silver sulfadiazine cream, dexamthasone and methylprednisolone.

Manufacturer narrative:
The grounding pad was discarded by the user facility, so no eval could be performed. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record showed manufacturing and inspection operations were performed and completed in accordance with the specifications. The grounding pad IFU warns "do not apply where fluids may pool. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location." And "if sedating the pt, monitor the grounding pad temperature throughout the treatment. Suspend treatment and check grounding pad contact if heating during rf treatment is felt." The generator used in the procedure was returned and evaluated. The machine passed data inspection reports and functioned within specifications. No problems were found. The cause of the reported burn could not be conclusively determined.